Manufacturer narrative:
(B)(4). Additional information: the machine was received in perfect working order and failed to show any error in the patient's record of alarms. It was found that the equipment presents no problems that would prohibit the use since the tests required and performed showed the device had good functionality and showed no problem at any time throughout the process. All tests were performed by and according to baxter procedure. Importantly, upon notification of death using the machine was not listed as a possible cause. A service history review was conducted of the last three service events; baxter did not find any system errors during service. There was a battery failure in the event (date of (B)(6) 2008) which is associated with an internal battery in the device. This type of failure does not affect dialysis and does not preclude the use of equipment. Its function is to retain the data during dialysis so that if power is lost, the patient can continue therapy where it stopped without having to start all over.

Event description:
This is an international complaint from (B)(6) of a patient's wife who contacted baxter customer service and reported that her husband died during dialysis while using the home choice. The patient presented cardiac arrest. No alarm was reported by the patient's wife. No further information is available regarding this event.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation, but has not yet been received. A follow up will be submitted as further information becomes a available.